Event description:
Knee effusion [joint effusion]. Red knee [erythema]. Hot knee [joint warmth]. Swollen knee [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 from a physician via a company representative regarding a patient, initials, age and sex unk who experienced a "hot knee" after receiving synvisc. The patient received an unk number of synvisc injection in unspecified knee(s) on unspecified date(s) within 3 to 4 weeks prior to this report in (B)(6) 2009. The synvisc lot number was reported as u-0817. The symptoms the patient experienced were described as "red, hot, swollen knees which had to be aspirated, up to 80cc of fluid" after the injection(s) were given. As of the date of receipt of this report, the patient's outcome was unk. See (B)(4) for other adverse events from this reporter. Additional information was received from the physician on (B)(6) 2009 regarding the (B)(6) female patient, initials (B)(6). The patient had a 5 year history of moderate osteoarthritis with prior effusion and joint narrowing. The patient did not have a history of osteophytes. The patient was previously treated with nsaids, steroids and synvisc. The patient received a synvisc injection in the left knee on (B)(6) 2009 with 10ml of fluid collected prior to the injection. The patient received the second synvisc injection on (B)(6) 2009 with no effusion collected prior to the injection and received the third injection on (B)(6) 2009 with 33ml of fluid collected prior to the injection. The patient experienced a knee effusion on (B)(6) 2009 which was treated with a cortisone injection. On (B)(6) 2009, 40ml of fluid was aspirated from the patient's knee which showed moderate white blood cells and no growth. The physician confirmed that the patient experienced a hot and swollen knee but did not provide any further details on these events. The physician assessed the knee effusion as moderate in intensity and probably related to synvisc. As of the date of receipt of this report, the patient's outcome was unk. Additional information was received in the form of qa investigation summary on (B)(4) 2009. The production and quality control documentation for lot# u0817, with expiration date (07/2011) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. All release parameters were within specification for lot u0817. For hylan a-10, the hydration level and viscosity were reviewed. For hylan b-10, the hydration level, rheology g' and rheology g" were reviewed. Trend analysis determined that results were within calculated control limits and within specification limits. All ncr's associated with lot u0817 were reviewed. The investigation of each of these ncrs indicated on product impact.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# u0817, with expiration date (07/2011) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. All release parameters were within specification for lot u0817. For hylan a-10, the hydration level and viscosity were reviewed. For hylan b-10, the hydration level, rheology g' and rheology g" were reviewed. Trend analysis determined that results were within calculated control limits and within specification limits. All ncr's associated with lot u0817 were reviewed. The investigations of each of these ncrs indicated on product impact.